Event description:
It was reported that the insulin pump was not calculating boluses or active insulin properly. The customer's blood glucose was 192 mg/dl in the morning. It was stated that the customer programmed a bolus for correction, but the insulin pump did not suggest any amount, because there was still 3.2 units of active insulin. The mother stated that the customer had not bolused since the night before for dinner, and it is impossible that insulin is still been active in her system. The blood glucose reading at time of call was 336 mg/dl, and the customer had bolused while being on the call. The mother stated that her glucose level should not be this high. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.